Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in april 2025, reported as "last week." E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and non-vantive catheter; further described as "the titanium connector detached from the catheter." This occurred during testing of the device in which light traction was applied between the titanium adapter and non-vantive catheter. A peri-patch repair was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, functional testing, and assembly of the titanium adapter and sleeve was performed, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.